Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided. The common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted with an unknown durom acetabular hip component on the left side. Since the exact implantation date was not reported, it will be entered as the first day of the month and year reported ((B)(6) 2008). The pt underwent revision surgery due to pain and infection. Since the exact revision date was not reported, it will be entered as the first day of the month and year reported ((B)(6) 2012).